Event description:
Analysis of the lead was completed on 07/31/2014. The lead was returned in its entirety in three segments. Two lead fractures in the positive coil were identified just past the lead bifurcation. Pitting of the coil was identified near the fraction locations. Three abraded openings were identified (with fluid ingress) near the same area on both the positive and negative coil tubings. Note that compression of the tubing was identified near the bifurcation from what is likely sutures that were directly applied to the lead body.

Event description:
It was reported that during generator replacement surgery due to end of service, the vns patient's device showed high impedence after the new generator was connected to the existing lead. Pin reinsertion was performed. The patient's lead was also replaced during the procedure. It was reported "surgeon said it looked like one of electrodes was off and possible broke wire". The explanted lead has been received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.